Event description:
The customer reported to olympus about zoom malfunction (zoom did not return) of the gastrointestinal videoscope. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found due to clogging of suction tube in universal cord, foreign objects came out of suction port. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. However, due to damage on zoom charged coupled device (ccd), zoom did not work smoothly. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: there was a dent on the connecting tube and plastic distal end cover; the connecting tube had a buckling as well; white-clouded area was found on the adhesives around light guide lens and the adhesive on bending section cover (a-rubber); adhesive on a-rubber had a crack and a chip; adhesive around objective lens was peeled and mouthpiece was deformed; due to damage on suction-connector, the image was not displayed and image noise occurred and the image could not be seen; the protector of universal cord on suction-connector side and switch box and the universal cord had a scratch and due to wear of angle wire, the play of u/d knob was out of the standard value and bending angle in up direction did not meet the standard value. As per device evaluation, foreign objects were found to be clogging the suction tube, this has been attributed to insufficient cleaning. As per the customer response to foreign material related questionnaire, the customer had cleaned, disinfected, and sterilized the device before sent it to olympus. There was no delay in the start of precleaning. The customer had aspirated the water through the instrument/suction channel. The customer had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer had brushed the instrument channel, instrument channel port and suction cylinder. Customer did not have any idea about when the foreign material was adhered to the endoscope. Also they did not have any idea about the foreign material. According to the customer its unknown whether there any abnormalities in the accessories used for reprocessing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the suction channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.